Event description:
It was reported that the procedure was to treat restenosis of a xience v stent and a non-abbott stent in the circumflex artery. The vessel was heavily calcified. The stents were implanted 2-3 years ago; however, there was no additional information available regarding the previous procedure. Pre-dilatation was performed and the 2.5 x 12 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion due to the calcification. A 2.25 non-abbott sds was used successfully to treat the re-stenosed lesion. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: estimated. There was no reported product deficiency and the product was not returned. The reported patient effects of restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.